Event description:
The patient has experienced a new sensation with their vns generator and feels as though the generator has migrated. As a result, the physician has lowered the vns output settings and is looking to have a revision surgery to move generator back into pocket and to secure the generator if the settings change does not help the sensation in the patient¿s arm. No known surgical intervention has occurred to date. No other relevant information has been received to date.